Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer rail issue. A field service engineer replaced the left slide rail as the ball bearings starting to shed to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer rails damaged. The customer stated that the drawer rail ball bearings prevented the drawer from opening automatically. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.